Manufacturer narrative:
A photo was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided, the catheter was broken from the root. The complaint information shows that the device failed on the third day after infusion suggesting that the catheter had performed as designed for the first two days. If the catheter had been pierced prior to the infusion of the needle, puncture would not have been possible and injection would be incomplete, as the catheter is essential to the function of the unit. The batch record was reviewed, no related abnormalities were found. Investigators were unable to determine the root cause of this failure mode, which was found to be unrelated to the manufacturing process.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that on the third day of use, it was noticed that the catheter of a bd intima ii¿ IV catheter prn adapter had broken. The patient received an x-ray and the broken piece was found in the patient¿s upper arm. The patient required surgical intervention to remove.